Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic holep (holmium laser enucleation of the prostate), the tip of the subject device snapped off into the patient. The pieces were retrieved, and the procedure was completed with a backup device. This resulted in a procedural delay of 30 minutes or greater. There were no reports of patient harm.

Manufacturer narrative:
Update to d9 and h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the damage was thermally (e.g. Holep procedure) and mechanically induced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Manufacturer narrative:
Update to d4. The device was returned to olympus for inspection and the reported failure was confirmed. The tip of the insulation insert is broken. The insulation insert has thermally induced markers in the material. The product does not meet the product standard.

Event description:
No additional information was received from the customer.